Event description:
It was reported that the patient presented with in-stent restenosis of two non-abbott stents in the distal and mid mildly tortuous, heavily calcified, 75% stenosed right coronary artery (rca). Balloon angioplasty (poba) was performed with a non-abbott balloon dilatation catheter (bdc) as treatment in the more distal rca using high pressures. As the vessel was sufficiently dilated, the procedure was completed, however, st segment abnormality was observed and the vessel examination revealed a dissection of the rca between the non-abbott stents which were not overlapped and had a gap between the stents. Treatment was attempted using a femoral artery approach and a 3.0 x 15 mm xience xpedition stent delivery system (sds) was delivered towards the lesion but met resistance at the heavily calcified proximal rca and failed to cross. During removal of the sds into the guide catheter, the stent implant dislodged from the sds in the vessel. An attempt was made to compress the dislodged stent to the vessel using a 2.5 x 23 mm xience xpedition sds which was delivered to the lesion but the distal part of the stent implant caught with the dislodged stent and the 2.5 x 23 mm stent implant struts were bent/flared. The device was removed without reported issue. A 2.5 x 18 mm xience xpedition sds was delivered but the stent was bent/flared and stretched. The device was removed without reported issue.

Manufacturer narrative:
(B)(4). Event description continued: a different xience xpedition sds was advanced and implanted in the rca to crush the dislodged stent to the vessel wall and cover the dissection. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided. Subsequent information received from the site noted that the vessel around the proximal right coronary artery (prca) was also heavily tortuous and the 3.0 x 15 mm stent delivery system (sds) and could not cross. Additional dilatation was to be performed but the sds was pulled and the stent implant caught with the lesion and the guide catheter and the stent dislodged from the balloon. The dislodged stent was located in the ostium of the rca and was crushed to the vessel wall using a second stent. Additionally, although the 2.5 x 18 mm xience xpedition sds reached the lesion the proximal shaft was kinked and resulted in a separation. The device was removed without reported issue. No additional information was provided. Concomitant products: guide wire: sion blue, tgv; guide cath: launcher sal 7f. Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The difficult to position /entanglement and device (or device component) damaged by another device (dislodged stent) could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The two (2) xience xpeditions referenced are being filed under separate a manufacturing report numbers.